Manufacturer narrative:
.

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. The session was ended and the device was re-interrogated successfully. No patient symptoms were reported.